Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that, during preparation of the procedure, the fiber was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that, during preparation of the procedure, the fiber was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. B1. Adverse event/product problem: correction d4 unique identifier (UDI) : correction upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the connector was detached from the fiber body which confirms the reported clinical observation. The fiber tip was in good condition and the connector had no abnormality. The console displayed a message that read: treatments used: 0, treatments left: 1. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. According to the instructions for use (IFU), it states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during preparation of the procedure, the fiber was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.